Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. E1 facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the subject device's video signal flickered. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for the evaluation and the reported issue was not confirmed. Based on the results of the investigation, the root cause of the issue cannot be conclusively identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device's video signal flickered. There were no reports of patient harm.